Manufacturer narrative:
Submit date: 6/15/17. A device history record review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. A review of maintenance records (both corrective and preventive) and calibration records were reviewed and there were no issues related to the reported condition. All scheduled maintenance and calibration activities were completed. There was one (opened, used) sample submitted with this complaint. The magellan 22x1in needle was returned with a bd 3ml syringe. The needle was damaged from what appeared to be forcible attachment of the device and part of the hub to the needle was completely broken off and remained on the luer of the syringe. The reported condition is confirmed. A 6m analysis was conducted and the most likely root cause is due to over-torqueing the needle onto the syringe during the assembly process by the user. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are inspected for hub leaks and damage. The lot met all defined acceptance criteria and was released. Product analysis # (B)(4): product analysis was created by the (B)(4) lab as part of the receipt process, so that decontamination could be documented in (B)(4). This product analysis activity is being marked as ¿complete¿ and the investigating site will create another product analysis activity upon receipt. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported the needless hub connection broke in the receiving end of the syringe.